Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31083. It was reported an infection was present at the right side of cranial incision site. In turn, surgical intervention was undertaken wherein the entire right side of the system was explanted. Patient was hospitalized and treated with IV antibiotics. Patient has been released from the hospital and will remain on IV antibiotics for next few weeks following the explant. No additional information is available at this time.